Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that there was no camera image, no error code, just a blank screen displayed. This was found to be caused by a fault within the camera cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had no image. The issue was found during preparation for use. The customer reported that the product was replaced with a similar device with no delay in procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the failure was not identified. However, it is likely that poor communication occurred due to cable failure, and the image was not displayed. About cable breakage, we confirmed the contents of the instruction manual about shipping products and found the description below. We judge that the phenomenon can be prevented by the description. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.